Event description:
The customer contact reported that the device did not deliver. The device was returned to the biomedical department with a report of not delivering while in use on a patient. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. During testing at the user facility, the device did not deliver. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.